Event description:
Infection.

Event description:
Operative notes from two of the patient's surgeries post-vns were received. The patient underwent scar excision and wound debridement surgery 11 months after vns implantation due to recurrence of an previous infection. The operative notes from this surgery indicated that the patient had experienced local wound infection, from which there had been drainage. The patient ultimately underwent vns lead and generator explant surgery 5 months later. Antibiotics were administered. No additional relevant information has been received to date.

Event description:
Further information was received that the patient decided she did want the vns to be explanted. She reportedly wanted it explanted due to shortness of breath and shocking sensations. The device was disabled until the explant could occur. No surgical intervention has occurred to date. No additional relevant information has been received.